Event description:
Pt presented 8 years postoperative (after receiving bilateral phakic intraocular lens implants), with idiopathic corneal edema and lower than expected endothelial cell counts in both eyes. The treatment plan is to remove the lenses as a precautionary measure and to simultaneously perform clear lens extractions and implant posterior chamber intraocular lenses to correct the pt's refraction.

Manufacturer narrative:
The pt receive bilateral phakic lens implants in eyes that did not meet the minimum established anterior chamber depth and endothelial cell density as stated in the FDA approved product labeling. The pt achieved 20/20 vision in both eyes postoperatively and did not have any post immediate operative complications. The pt was not seen again by the surgeon for 8 years. The pt presented 8 years postoperative with idiopathic corneal edema and endothelial cell densities lower than expected. Although no info is available to determine whether or not the lens implants caused or played a roll in the development of corneal edema or reduction in endothelial cell density, the MFR agrees with the surgeon's treatment to remove the lenses as a precautionary measure.